Event description:
Customer called to report that 100 milliliters of 10% methanol leaked into the tray of the coulter lh750 hematology analyzer slide stainer. The leak was contained within the instrument. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and observed clear fluid leaking into the drip tray due to worn tubing coming off of the pump for bath #4. The fse replaced the pump and the tubing to address the issue. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).